Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of high threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood and over torque of the inner coil. No other anomalies were found.

Event description:
It was reported that patient's atrial lead exhibited high capture threshold. During lead revision procedure it was noted that the lead helix was not able to extended. The lead was explanted and replaced. The patient was stable.